Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in-clinic with multiple non-sustained ventricular oversensing episodes. Review of the segm revealed intermittent oversensing of a possible atrial event. Dislodgement was observed via chest x-ray. During repositioning, the helix was unable to be extended. The lead was explanted and replaced without difficulty. The patient condition was stable after the procedure and upon discharge.